Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2021 as the event date is unknown. Block h6: medical device problem code a15 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned detached from the device with evidence of fully deployed. It was also observed that the clip arms are opened and one of the clip arms was bent, likely because the yoke detached from the control wire before the first activation of the clip assembly. Microscope examination was performed; it was found that the control wire was bent at the distal section and there were some hits observed in the bushing hooks. No activations had been performed in the clip assembly. The clip assembly was disassembled for further analysis, and no other failures were observed in the device. No other issues with the device were noted. A labeling review was performed and, from the information available, this device was not used per the instructions for use (dfu)/product label, as it was reported that the scope used was a duodenoscope. The IFU cited: "the resolution 360 clip is designed to be compatible with forward viewing endoscopes with working channels equal to or greater than 2.8 mm. The reported event was not confirmed. Based on the condition and evaluation of the returned device, this failure was traced to the intentional use of the device in an unapproved procedure, for an unapproved patient, or for which it is contraindicated, or not listed on the label. Therefore, the most probable root cause is cause traced to intentional off-label, unapproved, or contraindicated use. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Block h11: correction: block b5 (describe event or problem).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the clip was opened and closed before insertion inside the patient. The clip was then attempted to be deployed, clip was able to close onto tissue and stages of deployment were felt; however, the clip would not release from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Correction: it was reported to boston scientific corporation that the scope used during the procedure was an olympus duodenoscope 160. However, per the instructions for use (IFU), resolution 360 clip is designed to be compatible with forward viewing endoscopes only, and this information is not describe in the indications for use.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the clip was opened and closed before insertion inside the patient. The clip was then attempted to be deployed, clip was able to close onto tissue and stages of deployment were felt; however, the clip would not release from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.